Manufacturer narrative:
The reported event is confirmed via CAPA associated. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4784. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter was allowed to rest with no observed leaks. However asymmetrical balloon was present with balloon concentricity 100:0. Attempted to deflate the balloon passively and only 5ml was withdrawn. Using the in-house syringe, once again attempted inflation and deflation. The balloon was deflated in 1min 10sec and no cuffing noted. Risk review, labeling review, and DHR review are not required as event has already been investigated. Corrections to tab d, tab e. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the pre-test, the sterile water of the foley catheter was not drawn. Per notification from investigator on 02feb2026, it was reported that the balloon was noted to inflated asymmetrically, found during sample evaluation on 23dec2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the pre-test, the sterile water of the foley catheter was not drawn.